Event description:
A patient was using the paraffin wax machine and developed a burn on distal tip of middle finger of right hand. The therapist checked the bottom on the inside of the machine and identified that there were several hot spots on the edges along the base (the wax was not too hot). The burn was a very small blister which did not require any treatment. Ten days after the occurrence, a follow up call elicited the information from the patient that all was fine and his finger was healed.